Event description:
On (B)(6) 2012, the patient contacted animas for assistance in clearing an alarm, and stated that once the alarm was cleared she attempted to perform the rewind, load, and prime steps, and the pump emitted a "no cartridge detected" warning during the load step. There was no reported patient impact as a result of the reported malfunction. It is unclear at this time what may have caused the pump not to detect the cartridge. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. A rewind, load, and prime sequence was performed with no issues occurring. The pump was exercised for 24 hours with no delivery issues. Investigation revealed that the force sensor was out of calibration.